Event description:
It was reported that the device intermittently locked up with a white screen. There was no known pt use associated event.

Manufacturer narrative:
(B)(4): physio-control has rec'd the device and is in the process of evaluating it. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.